Manufacturer narrative:
At this time, vyaire has not received the sample for investigation. If additional information is received, a supplemental report will be submitted.

Event description:
The respiratory therapist reported: rain out may in fact be worse than with our fp circuits. Additionally-twice so far this shift (6 hours in) the little port plug at the patient wye has popped out of it's own accord.

Manufacturer narrative:
The device sample was not available for investigation by our quality team. However, the quality team identified that a defective crimping could cause bad electrical connection of the heating wire to the power supply. This could generate rain out in the circuit. If set up to crimping equipment is not properly done, the crimping height can be out of spec. This issue will be internally investigated within vyaire.